Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that "just alarm" was confirmed during product evaluation. This condition was due to a depleted main battery that was caused by a defective power supply. The power supply was repaired and the contacts were re-soldered to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "just alarm"; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.